Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot pj2866, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020; and a suture was used. During the procedure, the needle broke when sewing. The broken needle remained in the tissue but was found. An x-ray was performed after the surgery and determined that there were no remaining parts in the patient's body. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information could be provided.